Event description:
It was reported that cardiac output was not available. There were no patient complications.

Manufacturer narrative:
One 774hf75 catheter with an attached monoject 1.5cc limited volume syringe and contamination shield was received for examination. The reported event of "cardiac output was not available" was not confirmed. The thermistor was found to read 37.0 c when submerged into a 37.2 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. The catheter ran cco in 37.2 c water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuit were continuous, and there were no open or intermittent conditions. In addition, there were no visible inconsistencies were observed on eeprom data. Both the thermistor and thermal filament connectors were opened and found no visible inconsistencies. However, the balloon failed to inflate due to leakage. Balloon leakage was observed through a rupture in the central area of the balloon in length, and through a tear near the distal bond. The latex appeared to be missing from the balloon. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the returned syringe. Per edwards IFU, to avoid "possible balloon rupture, do not inflate above the recommended volume." No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. . It was noted that the catheter had past the expiration date. Edwards lifesciences cautions that catheters should not be stored beyond the recommended shelf life marked on the package. Storage beyond this time may result in balloon deterioration, since the natural latex rubber in the balloon is acted upon and deteriorated by the atmosphere. Also, the heparin coating may no longer be effective beyond the recommended shelf life.